Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner impactor handle split open and fractured during impaction of the liner in initial hip arthroplasty. No patient harm or adverse event noted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual evaluation identified that the blue sleeve had fractured, with the fracture running circumferentially on the shaft through the dowel pin hole. Wear and tear indicating repeated use over a potential field age of approximately 7 years were observed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.